Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. This manufacturer's report addresses test two (2) of two (2). Additional testing (unknown brand) was performed on an unknown date at the doctor's office and generated a negative result. After the doctor's test, the consumer went to a clinic and performed another test (unknown brand) and generated a positive result. The consumer was symptomatic feeling extremely tired and had a headache. No additional patient information, including treatment, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number, were not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. This manufacturer's report addresses test two (2) of two (2). Additional testing (unknown brand) was performed on an unknown date at the doctor's office and generated a negative result. After the doctor's test, the consumer went to a clinic and performed another test (unknown brand) and generated a positive result. The consumer was symptomatic feeling extremely tired and had a headache. No additional patient information, including treatment, was provided.